Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of stenosis is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. It should be noted the IFU states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience xpedition stent system is indicated for treating de novo chronic total coronary occlusions. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4), attempts were made to obtain complete event, patient and device information. Date of event has been estimated. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, the procedure was to treat a patient who was admitted with stable angina. A 2.25 x 28 mm xience xpedition was placed atrio-ventricular in the right coronary artery (rca) to treat a dissection. A 2.5 x 38 mm xience xpedition stent was implanted in the distal rca. A 3.0 x 23 mm xience xpedition stent was implanted in the proximal rca to treat a dissection. The procedure was completed without issue. The patient has been on aspirin since the initial procedure. Clopidogrel was administered from before the initial procedure to (B)(6) 2015. On (B)(6) 2015 the 8 month follow-up was performed and no issue was noted. On an unknown date, restenosis was noted in the atrio-ventricular rca where the 2.25 x 28 mm xience was implanted. The restenosis was not treated. No additional information was provided.